Event description:
Operator opened the door of the washer-sterilizer and water poured out burning the operator's legs and feet. Operator's burns were 3rd degree. Test cycle conducted after the event ran correctly. Cause of water is unk, but incorrect manual operation of unit is the most probable cause.